Manufacturer narrative:
Device is used for treatment, not diagnosis. The parts were made to the correct material requirements, and met the hardness and required specifications. The parts were inspected and conformed to the synthes, incoming final inspection sheet. There were no mrrs, ncrs, or complaint related issues with this complaint.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
It is reported that during an open reduction internal fixation procedure on (B)(6) 2013, surgeon was pre-drilling so he could insert a screw into the pelvis. During insertion he applied lateral pressure on the 2.5mm drill bit which caused it to sheer. The bit broke off into the patient, and the broken portion remains implanted. No harm to the patient was reported, and the procedure proceeded without further incident. This is 1 of 1 reports for this event.